Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and confirmed the broken fiber optic connector, but did not observe anything unusual in the logs. The stm replaced the broken fiber optic connector and then performed all calibration, functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while connecting the intra-aortic balloon catheter (iab) to the cardiosave intra-aortic balloon pump (iabp), the customer identified that the "fatigued" green fiber optic connector appeared "fatigued" and was damaged. There was no patient involvement and no adverse event was reported.